Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. Troubleshooting was performed and found occlusion was coming from the cartridge. Customer had elevated blood glucose level (approximately 300 mg/dl).

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.